Event description:
A home pt is currently experiencing a central line infection. The home pt reported they have a hickman central venous catheter in place since 2002 and uses baxter brand flush syringes. Home pt reported they were currently on ancef therapy and were not responding to treatment. No additional clinical details were available.